Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported experiencing issues charging the implant and receiving an error message they could not recall. Patient mentioned receiving a replacement controller and recharger about a year ago but stated that charging problems had recently started again. Patient also reported the paddle became extremely warm. Patient reported not consistently getting good or excellent connection, with charging stopping at 90% and the screen displaying finished. Patient added they repeatedly received the message try to reposition the paddle even without moving, and experienced numerous error messages requiring a reset to start over. Patient also stated the controller battery drained quickly before the implant was fully charged, leading them to disconnect the paddle and charge the controller first. Patient mentioned speaking with their manufacturer representative (rep), who advised them to call patient and technical services(pats) for a replacement battery pack. Agent had the patient to reset the controller using ac power. Patient reported controller screen powered on when empty controller was plugged into wall outlet and flashing light appeared when battery pack was reinserted. Agent had patient check for visible damage on controller and recharger, confirmed no visible damage; instructed patient to blow air on controller port and wipe down recharger pins. Agent had the patient to start charging session. Patient confirmed implant charging with excellent connection. Controller battery at 100% and implant at 50%. Patient reported that the paddle was getting too hot, even though they had just started charging. Agent sent a request to repair for replacement recharger.

Manufacturer narrative:
B3: event date was asked and it was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h11 which was missed in previous report added to this report. Continuation of d10: product ID 97755-svc ; serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) stating the new recharger telemetry module (rtm) fixed issue and was unable to obtain serial number of implantable neurostimulator (ins).

Event description:
Additional update received from the rep stating they have reached out to patient but no information was obtained yet.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.